Manufacturer narrative:
The company rep examined the system and was unable to duplicate the reported events. The fluidics module was replaced. The system was then tested and found to meet all product specifications. The fluidics module has been received and testing is in progress. A review of complaints for the last 24 months did indicate 1 similar report for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that a pt was given general anesthesia with the intent of having laser treatment on both eyes. The treatment was completed on the first eye, but then difficulties with the rfid (radio frequency identification) and lio (laser indirect ophthalmoscope) required that the system be rebooted. By the time, the pt was waking up from the anesthesia. The procedure on the second eye was cancelled and the pt was sent home. The procedure will be completed within the office due to the high risk nature of the pt.